Event description:
It was reported by repair work order that the power load would not load the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.